Manufacturer narrative:
This supplemental report is being submitted to provide the review of the device history records (DHR). The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The probable root cause of the reported issue likely that when the product was reprocessed or stored with tweezers, forceps, and knives, etc., a cut was generated in the cable, and the signal for adjusting the focus became impossible to transmit due to partial disconnection. By reprocessing and storing the product together with tweezers, forceps, and knives, etc., cuts were generated in the cable, and it is likely that the screen exhibited a color bar due to the electric short circuit by water intrusion, broken ccd and or due to broken shorted cable. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
Device was received for evaluation. Evaluation determined that the reported issue was confirmed. The device was found to have a shorted cable. In addition, the cable was found punctured and failed the leak test. The identified parts were replaced, device was repaired. Once completed, the device was tested and passed all the required testing and specifications. Based on the evaluation testing, the device reported issue was confirmed. The root cause was found to be due to a shorted cable attributed to electronic component failure.

Event description:
It was reported that the device exhibited with color bar on the screen and does not focus. There were no further details provided regarding the event. There was no patient involvement on this reported event.